Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: unspecified reoccurring infection.

Event description:
Patient reported left side recurring infection and ¿would like to know if [their] implants were included in the biocell® recall.¿ device remains implanted.